Event description:
It was reported that on (B)(6) 2011, the 2.5 x 23 mm promus stent was implanted. After the procedure, the patient presented with heaviness in chest and shortness of breath. On (B)(6) 2013, a stress test was performed, but was stopped due to the patients complications. On (B)(6) 2013, the patient had an un-specified procedure which revealed that the promus stent was occluded. A non-abbott stent was implanted within the promus stent, and another non-abbott stent was implanted below the promus stent. It was noted that the patient had seven additional unknown stents placed in a bypass graft due to a blockage. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency;.

Event description:
Subsequent to the previous medwatch report filed, additional information reported that on (B)(6) 2013, the angiogram showed a possible stent fracture of the original promus stent. A non-abbott stent was implanted for successful treatment. No additional information was provided.

Manufacturer narrative:
(B)(6). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, dyspnea, and occlusion are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.